Manufacturer narrative:
Device available for eval. The device was not returned for investigation. A service history review was performed on the reported serial number no previous similar occurrence in the 12 months period. Th complaint cannot be confirmed due to insufficient information.

Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported that a plum 360 pump had a possible over delivery of heparin due to an operator error or unknown issue. The delivery rate was 53.5 then it was changed to 158. There was patient involvement but no harm, and there was delay in critical therapy.